Event description:
Case was reported by a lawyer and describes the occurrence of device dislocation ("migration") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, anxiety ("mental anguish"), menstrual disorder ("menstruation issues") and depression ("depression,"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the device dislocation, anxiety, menstrual disorder and depression outcome was unknown. The reporter considered anxiety, depression, device dislocation and menstrual disorder to be related to essure. The reporter commented: she suffered physical pain and emotional anguish because of the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: essure successfully occluded. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration'), device expulsion ('right essure device appears to have migrated into the region of the endometrium/expulsion') and genital haemorrhage ('general abnormal bleeding') in a 30-year-old female patient who had essure (batch no. D14935-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's medical history included cramp in lower abdomen and mucous discharge. Concurrent conditions included left lower quadrant pain, diarrhea, colonic diverticulosis, appendicitis, headache, nausea, vomiting, abdominal pain, burning micturition, rectal bleeding, right lower quadrant pain, back pain, urinary tract disorder, flank pain, constipation chronic, hemorrhoids, morbid obesity and gestational diabetes. Concomitant products included heparin, ibuprofen (motrin), medroxyprogesterone acetate (depo-provera) and metformin. On (B)(6) 2016, the patient had essure inserted. In april 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("urinary tract disorder"), abdominal pain ("abdominal pain") and back pain ("lower back pain") and was found to have weight increased ("weight gain"). In may 2016, the patient experienced anxiety ("mental anguish"), depression ("depression/psychological or psychiatric problems condition: depression") and mood swings ("hormonal changes describe: mood swings"). In june 2017, the patient experienced migraine ("migraines"), headache ("headaches") and nausea ("nausea"). On (B)(6) 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, 1 year 9 months after insertion of essure. On (B)(6) 2018, the patient experienced device expulsion (seriousness criterion medically significant). On an unknown date, the patient experienced menstrual disorder ("menstruation issues") and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the device dislocation, device expulsion, anxiety, menstrual disorder, depression, mood swings, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, migraine, headache, nausea, weight increased, abdominal pain, back pain and genital haemorrhage outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, bladder disorder, depression, device dislocation, device expulsion, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, mood swings, nausea, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she suffered physical pain and emotional anguish because of the essure device. Right ostia-fourteen (14) coils trailing left ostia-two (2) coils she received treatment for general abnormal bleeding, expulsion. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 48.5 kg/sqm. Computerised tomogram abdomen - on (B)(6) 2017: 1. No acute process identified. 2. Trace amount of air is noted in the proximal portion of the retrocecal appendix. The appendicular tip continues to appear slightly prominent although overall similar in comparison to prior examination. Correlate clinically. 3. Stable appearance of the right essure device which appears to have migrated into the region of the endometrium.. Computerised tomogram pelvis - on (B)(6) 2017: 1. Unchanged appearance of the appendix. Clinical correlation is advised. 2. Small right adnexal cyst. This also was present on the previous exam. 3. Minor diverticulosis without diverticulitis or bowel obstruction. 4. Mild retroperitoneal lymphadenopathy.. Hysterosalpingogram - on (B)(6) 2016: results: essure successfully occluded. Imaging procedure - on (B)(6) 2018: essure confirmation test(s) conducted-not specified result-left occlusion only, explusion. Concerning the injuries reported in this case, the following ones were described in patient's medical records : device expulsion. Most recent follow-up information incorporated above includes: on 5-sep-2019: pfs received: events general abnormal bleeding added. Lab data added. Incident: no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in a 30-year-old female patient who had essure (batch no. D14935-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's medical history included cramp in lower abdomen, mucous discharge and grand multiparity. Concurrent conditions included left lower quadrant pain, diarrhea, colonic diverticulosis, appendicitis, headache, nausea, vomiting, abdominal pain, burning micturition, rectal bleeding, right lower quadrant pain, back pain, urinary tract disorder, flank pain, constipation chronic, hemorrhoids, morbid obesity, gestational diabetes, dermatitis, dysuria, constipation, cyst ovary and irregular periods. Concomitant products included ethinylestradiol;estonogestrel (nuvaring) since april 2018, heparin, hydrocortisone, ibuprofen (motrin), medroxyprogesterone acetate (depo-provera), metformin and miconazole nitrate (neosporin af). On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("menorrhagia"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("urinary tract disorder"), abdominal pain ("abdominal pain") and back pain ("lower back pain") and was found to have weight increased ("weight gain"). In (B)(6) 2016, the patient experienced anxiety ("mental anguish"), depression ("depression/psychological or psychiatric problems condition: depression") and mood swings ("hormonal changes describe: mood swings"). In (B)(6) 2017, the patient experienced migraine ("migraines"), headache ("headaches") and nausea ("nausea"). On (B)(6) 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, 1 year 9 months after insertion of essure. On (B)(6) 2018, the patient experienced device expulsion ("right essure device appears to have migrated into the region of the endometrium/expulsion"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues") and genital haemorrhage ("general abnormal bleeding"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the device dislocation, device expulsion, anxiety, menstrual disorder, depression, mood swings, vaginal haemorrhage, heavy menstrual bleeding, bladder disorder, urinary tract disorder, migraine, headache, nausea, weight increased, abdominal pain, back pain and genital haemorrhage outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, bladder disorder, depression, device dislocation, device expulsion, genital haemorrhage, headache, heavy menstrual bleeding, menstrual disorder, migraine, mood swings, nausea, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she suffered physical pain and emotional anguish because of the essure device. Right ostia-fourteen (14) coils trailing. Left ostia-two (2) coils. She received treatment for general abnormal bleeding, expulsion . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 48.5 kg/sqm. Computerised tomogram abdomen - on (B)(6) 2017: 1. No acute process identified. 2. Trace amount of air is noted in the proximal portion of the retrocecal appendix. The appendicular tip continues to appear slightly prominent although overall similar in comparison to prior examination. Correlate clinically. 3. Stable appearance of the right essure device which appears to have migrated into the region of the endometrium. Computerised tomogram pelvis - on (B)(6) 2017: 1. Unchanged appearance of the appendix. Clinical correlation is advised. 2. Small right adnexal cyst. This also was present on the previous exam. 3. Minor diverticulosis without diverticulitis or bowel obstruction. 4. Mild retroperitoneal lymphadenopathy.. Hysterosalpingogram - on (B)(6) 2016: results: essure successfully occluded. Imaging procedure - on (B)(6) 2018: essure confirmation test(s) conducted-not specified result-left occlusion only, expulsion. Ultrasound pelvis - on (B)(6) 2018: the endometrium is normal in thickness. There is a 15 mm right anterior intramural fibroid. Normal ovaries. The essure devices were not visualized sonographically. Concerning the injuries reported in this case, the following ones were described in patient's medical records : device expulsion. Concerning the injuries reported in this case, the following ones in patient¿s medical record confirming- pelvic pain, abdominal pain, nausea. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 13-may-2021: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in a 30-year-old female patient who had essure (batch no. D14935-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's medical history included cramp in lower abdomen, mucous discharge and grand multiparity. Concurrent conditions included left lower quadrant pain, diarrhea, colonic diverticulosis, appendicitis, headache, nausea, vomiting, abdominal pain, burning micturition, rectal bleeding, right lower quadrant pain, back pain, urinary tract disorder, flank pain, constipation chronic, hemorrhoids, morbid obesity, gestational diabetes, dermatitis, dysuria, constipation, cyst ovary and irregular periods. Concomitant products included ethinylestradiol; etonogestrel (nuvaring) since (B)(6) 2018, heparin, hydrocortisone, ibuprofen (motrin), medroxyprogesterone acetate (depo-provera), metformin and miconazole nitrate (neosporin af). On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("menorrhagia"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("urinary tract disorder"), abdominal pain ("abdominal pain") and back pain ("lower back pain") and was found to have weight increased ("weight gain"). In (B)(6) 2016, the patient experienced anxiety ("mental anguish"), depression ("depression/psychological or psychiatric problems condition: depression") and mood swings ("hormonal changes describe: mood swings"). In (B)(6) 2017, the patient experienced migraine ("migraines"), headache ("headaches") and nausea ("nausea"). On (B)(6) 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, 1 year 9 months after insertion of essure. On (B)(6) 2018, the patient experienced device expulsion ("right essure device appears to have migrated into the region of the endometrium/expulsion"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues") and genital haemorrhage ("general abnormal bleeding"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the device dislocation, device expulsion, anxiety, menstrual disorder, depression, mood swings, vaginal haemorrhage, heavy menstrual bleeding, bladder disorder, urinary tract disorder, migraine, headache, nausea, weight increased, abdominal pain, back pain and genital haemorrhage outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, bladder disorder, depression, device dislocation, device expulsion, genital haemorrhage, headache, heavy menstrual bleeding, menstrual disorder, migraine, mood swings, nausea, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she suffered physical pain and emotional anguish because of the essure device. Right ostia-fourteen (14) coils trailing. Left ostia-two (2) coils. She received treatment for general abnormal bleeding, expulsion. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 48.5 kg/sqm. Computerised tomogram abdomen: on (B)(6) 2017: no acute process identified. Trace amount of air is noted in the proximal portion of the retrocecal appendix. The appendicular tip continues to appear slightly prominent although overall similar in comparison to prior examination. Correlate clinically. Stable appearance of the right essure device which appears to have migrated into the region of the endometrium. Computerised tomogram pelvis: on (B)(6) 2017: unchanged appearance of the appendix. Clinical correlation is advised. Small right adnexal cyst. This also was present on the previous exam. Minor diverticulosis without diverticulitis or bowel obstruction. Mild retroperitoneal lymphadenopathy. Hysterosalpingogram: on (B)(6) 2016: results: essure successfully occluded. Imaging procedure: on (B)(6) 2018: essure confirmation test(s) conducted-not specified result-left occlusion only, expulsion. Ultrasound pelvis: on (B)(6) 2018: the endometrium is normal in thickness. There is a 15 mm right anterior intramural fibroid. Normal ovaries. The essure devices were not visualized sonographically. Concerning the injuries reported in this case, the following ones were described in patient's medical records: device expulsion. Concerning the injuries reported in this case, the following ones in patient¿s medical record confirming- pelvic pain, abdominal pain, nausea. Most recent follow-up information incorporated above includes: on 23-apr-2021: mr received. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and device expulsion ('right essure device appears to have migrated into the region of the endometrium') in a 30-year-old female patient who had essure (batch no. D14935) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's medical history included cramp in lower abdomen and mucous discharge. Concurrent conditions included left lower quadrant pain, diarrhea, colonic diverticulosis, appendicitis, headache, nausea, vomiting, abdominal pain, burning micturition, rectal bleeding, right lower quadrant pain, back pain, urinary tract disorder, flank pain, constipation chronic, hemorrhoids, morbid obesity and gestational diabetes. Concomitant products included heparin, ibuprofen (motrin), medroxyprogesterone acetate (depo-provera) and metformin. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("urinary tract disorder"), abdominal pain ("abdominal pain") and back pain ("lower back pain") and was found to have weight increased ("weight gain"). In (B)(6) 2016, the patient experienced anxiety ("mental anguish"), depression ("depression/psychological or psychiatric problems condition: depression") and mood swings ("hormonal changes describe: mood swings"). In (B)(6) 2017, the patient experienced migraine ("migraines"), headache ("headaches") and nausea ("nausea"). On (B)(6) 2017, the patient experienced device expulsion (seriousness criterion medically significant), 1 year 9 months after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and menstrual disorder ("menstruation issues"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the device dislocation, device expulsion, anxiety, menstrual disorder, depression, mood swings, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, migraine, headache, nausea, weight increased, abdominal pain and back pain outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, bladder disorder, depression, device dislocation, device expulsion, headache, menorrhagia, menstrual disorder, migraine, mood swings, nausea, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she suffered physical pain and emotional anguish because of the essure device. Right ostia-fourteen (14) coils trailing. Left ostia-two (2) coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 48.5 kg/sqm. Computerised tomogram abdomen - on (B)(6) 2017: 1. No acute process identified. 2. Trace amount of air is noted in the proximal portion of the retrocecal appendix. The appendicular tip continues to appear slightly prominent although overall similar in comparison to prior examination. Correlate clinically. 3. Stable appearance of the right essure device which appears to have migrated into the region of the endometrium.. Computerised tomogram pelvis - on (B)(6) 2017: 1. Unchanged appearance of the appendix. Clinical correlation is advised. 2. Small right adnexal cyst. This also was present on the previous exam. 3. Minor diverticulosis without diverticulitis or bowel obstruction. 4. Mild retroperitoneal lymphadenopathy.. Hysterosalpingogram - on (B)(6) 2016: results: essure successfully occluded. Concerning the injuries reported in this case, the following ones were described in patient's medical records : device expulsion. Most recent follow-up information incorporated above includes: on 15-may-2019: pfs received with her demographic details were updated. Essure lot number added. Product indication updated. Following events were added: hormonal changes describe: mood swings, abnormal bleeding (vaginal), menorrhagia, bladder or urinary problems or changes, urinary tract disorder, migraines, headaches, nausea, weight gain, abdominal pain, lower back pain and she did not underwent essure confirmation test. Event onset date were added. Event outcome added for: abdominal pain and lower back pain. Medical history and concomitant medications were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") and device expulsion ("right essure device appears to have migrated into the region of the endometrium") in a female patient who had essure inserted for female sterilisation and female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included cramp in lower abdomen and mucous discharge. Concurrent conditions included left lower quadrant pain, diarrhea, colonic diverticulosis, appendicitis, headache, nausea, vomiting, abdominal pain, burning micturition, rectal bleeding, right lower quadrant pain, back pain, urinary tract disorder, flank pain, constipation chronic and hemorrhoids. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, device expulsion (seriousness criterion medically significant), anxiety ("mental anguish"), menstrual disorder ("menstruation issues") and depression ("depression,"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the device dislocation, device expulsion, anxiety, menstrual disorder and depression outcome was unknown. The reporter considered anxiety, depression, device dislocation, device expulsion and menstrual disorder to be related to essure. The reporter commented: she suffered physical pain and emotional anguish because of the essure device. Right ostia-fourteen (14) coils trailing, left ostia-two (2) coils . Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2017: no acute process identified. Trace amount of air is noted in the proximal portion of the retrocecal appendix. The appendicular tip continues to appear slightly prominent although overall similar in comparison to prior examination. Correlate clinically. Stable appearance of the right essure device which appears to have migrated into the region of the endometrium.. Computerised tomogram pelvis - on (B)(6) 2017: 1. Unchanged appearance of the appendix. Clinical correlation is advised. Small right adnexal cyst. This also was present on the previous exam. Minor diverticulosis without diverticulitis or bowel obstruction. Mild retroperitoneal lymphadenopathy.. Hysterosalpingogram - on (B)(6) 2016: results: essure successfully occluded. Concerning the injuries reported in this case, the following ones were described in patient's medical records : device expulsion. Most recent follow-up information incorporated above includes: on 8-may-2019: plaintiff fact sheet and medical records received : event added-device expulsion. Reporter information, patient details and product indication updated. Patient's medical history and lab details added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and device expulsion ('right essure device appears to have migrated into the region of the endometrium') in a 30-year-old female patient who had essure (batch no. D14935-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's medical history included cramp in lower abdomen and mucous discharge. Concurrent conditions included left lower quadrant pain, diarrhea, colonic diverticulosis, appendicitis, headache, nausea, vomiting, abdominal pain, burning micturition, rectal bleeding, right lower quadrant pain, back pain, urinary tract disorder, flank pain, constipation chronic, hemorrhoids, morbid obesity and gestational diabetes. Concomitant products included heparin, ibuprofen (motrin), medroxyprogesterone acetate (depo-provera) and metformin. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("urinary tract disorder"), abdominal pain ("abdominal pain") and back pain ("lower back pain") and was found to have weight increased ("weight gain"). In (B)(6) 2016, the patient experienced anxiety ("mental anguish"), depression ("depression/psychological or psychiatric problems condition: depression") and mood swings ("hormonal changes describe: mood swings"). In (B)(6) 2017, the patient experienced migraine ("migraines"), headache ("headaches") and nausea ("nausea"). On (B)(6) 2017, the patient experienced device expulsion (seriousness criterion medically significant), 1 year 9 months after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and menstrual disorder ("menstruation issues"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the device dislocation, device expulsion, anxiety, menstrual disorder, depression, mood swings, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, migraine, headache, nausea, weight increased, abdominal pain and back pain outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, bladder disorder, depression, device dislocation, device expulsion, headache, menorrhagia, menstrual disorder, migraine, mood swings, nausea, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she suffered physical pain and emotional anguish because of the essure device. Right ostia-fourteen (14) coils trailing. Left ostia-two (2) coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 48.5 kg/sqm. Computerised tomogram abdomen - on (B)(6) 2017: 1. No acute process identified. 2. Trace amount of air is noted in the proximal portion of the retrocecal appendix. The appendicular tip continues to appear slightly prominent although overall similar in comparison to prior examination. Correlate clinically. 3. Stable appearance of the right essure device which appears to have migrated into the region of the endometrium.. Computerised tomogram pelvis - on (B)(6) 2017: 1. Unchanged appearance of the appendix. Clinical correlation is advised. 2. Small right adnexal cyst. This also was present on the previous exam. 3. Minor diverticulosis without diverticulitis or bowel obstruction. 4. Mild retroperitoneal lymphadenopathy.. Hysterosalpingogram - on (B)(6) 2016: results: essure successfully occluded. Concerning the injuries reported in this case, the following ones were described in patient's medical records : device expulsion. Most recent follow-up information incorporated above includes: on 22-may-2019: update of information (batch is not invalid). Incident no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.